Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a false pause episode was recorded due to undersensing on the device. No intervention was performed and the device will continue to be monitored. The patient was stable with no adverse consequences.